Event description:
It was reported the procedure was cancelled/rescheduled. A rotapro 1.50mm was selected for use. Post patient sedation the rotapro 1.50mm advancer knob did not have smooth movement. The procedure was cancelled/rescheduled. No patient complications were reported.